Event description:
It was reported that there was an alert on the right ventricular (rv) lead due to one high impedance measurement on the superior vena cava (svc) coil. The lead remains in use based on medical judgment. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2012 (B)(6); 4196 implantable pacing lead 2012 (B)(6). (B)(4).